Event description:
It was reported on (B)(6) 2022, a 25mm navitor tavi valve was selected for implant. The valve was successfully deployed and a pigtail catheter was passed to the left ventricle (lv) to measure gradient. The pigtail was being retracted and interacted with the valve and the valve embolized to the upper ascending aorta. The valve was snared back in place and a valve in valve was performed a new 25mm navitor tavi valve was successfully implant. The patient remained hemodynamically stable throughout the procedure. There was sufficient calcification to allow valve anchoring, there was no aortic angle. The diameter was 18.5 with a max diameter of 24.5 and a mean diameter of 21.5. The patient was discharged home on (B)(6) 2022. Patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration of the navtior valve and snaring the valve after it migrated was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Information from the field indicated that the pigtail catheter interacted with the valve, which was believed to have caused the migration. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the instructions for use, artmt600132358 revision a "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."h6. Added medical device problem code : 2017 improper or incorrect procedure or method.